Event description:
A medwatch was received from pomona outlining a pt death in the "cath lab". The report stated "pt was admitted to the cath lab through the emergency dept for myocardial infarction (subsequently discovered 100% blockage of the circumflrex artery). Upon presentation to the cath lab, the pt had a low blood pressure and high heart rate. The physician asked for wide open normal saline to increase the pt's blood pressure. The pt subsequently developed decreased oxygen saturation, flushed face, stiffness in the upper extremities and finally cardiac arrest. A code was called and personnel attending the code discovered that instead of opening the line containing normal saline wide open, the "cath lab" rn had opened the line containing lidocaine wide open. By the time this was discovered, the pt was in full arrest and was not able to be resuscitated."